Event description:
Pt was comatose and on permanent vent support. Chest x-ray of pt at 9:15 5/11/96 was normal, chest x-ray 5/21/96 at 23:15 showed left side pneumothorax. Filter examined at this time and was found to have excessively high resistance to flow of air from a standard ambu bag. Subsequently a second filter on another pt was identified as having high resistance when a vent alarm indicated a problem. Both filters returned to co with a co field review report.